Manufacturer narrative:
The product analysis indicates that the inner shaft tip broke at the proximal edge of the cutting mouth. There were striations around the outside diameter of the break point indicating metal on metal contact. The information indicates excess pressure was applied during use which caused the inner shaft and outer tube to rub together until the inner shaft tip broke. There was no indication of device fragments in the patient. However, the inner shaft tip was not returned with the device. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using the turbinate and noticed it wasn¿t working correctly. He examined the blade and the inner blade was protruding through the cutting window of the outer blade. The physician pressed the footswitch to watch for blade rotation and that is when the tip of the inner cannula sheared off. The circulator found the sheared piece on the floor, put it into a biohazard container and gave it to the sales rep. There was no injury reported as a result of this event.

Manufacturer narrative:
Initial report email: (B)(6). No known impact or consequence to patient. Material fragmentation. The device has been received. However, the product analysis has not yet been completed. Method: no testing methods performed. Result: results pending completion of evaluation. This device is used for therapeutic purposes.